Event description:
Procedure: laparoscopic hysterectomy. According to the reporter: during procedure, after about 30 minutes since started, noise was heard from the trocar. The trocar head was checked and the upper seal was noticed broken. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).